Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer reported that acetabular reamer handle 2102-0410 lot 3252792 has broken during surgery. No impact on patient reported.

Manufacturer narrative:
An event regarding crack/fracture involving an acetabular reamer handle was reported. The event was confirmed. Device evaluation and results: the tip of the acetabular reamer handle broke off. The broken piece was returned with the reamer handle. There are scratches in various areas of the device, which is consistent with use. The returned device is a source controlled device; evaluation was performed by the supplier, (B)(6) medical. The supplier indicated: the fracture surface of the adaptor coupling observed under magnification is consistent with torsional fatigue, which may have been the result of excessive stresses or applied forces to the device.¿ medical records received and evaluation: not performed since no patient involvement was reported. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the tip of the acetabular reamer handle broke, based on the supplier¿s analysis ¿the fracture surface of the adaptor coupling observed under magnification is consistent with torsional fatigue, which may have been the result of excessive stresses or applied forces to the device.¿

Event description:
Customer reported that acetabular reamer handle 2102-0410, lot 3252792 has broken during surgery. No impact on patient reported.